Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754 lot# serial# (B)(4); product type recharger product ID 3998, lot# l71032, implanted: 1999 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient was riding an exercise bike at the nursing home 15 minutes ago and felt a little pull and pain where their implantable neurostimulator (ins) was located (left front side of belly) which caused them to stop. The pain felt like a burning sensation and did not hurt the patient when lying still. The patient still felt residual from the pulling. It was noted that the stimulation was still working but that the patient did not feel the stimulation. The patient had not had any medical tests or had been around any emi. The ins was at 3.50 volts and the lightning bolt was seen on the programmer. The stimulation was increased to 3.6 volts and the patient felt it on both the right and left side. The stimulation was in the correct location and they could feel it in the right location by increasing it a little bit. There was no shocking. It was later noted that the patient felt a muscle pull near the ins when riding the exercise/stationary bike. It was believed that the patient had just pulled a muscle that had healed and the pain had not reoccurred since (B)(6) 2015. The indication for use was noted as spinal pain. If additional information is received, a follow-up report will be sent.